Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, investigation of provided product cannot confirm or disconfirm the allegation or determine a potential root cause. The customer complaint is undetermined as probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the abdomen on (B)(6) 2023.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was as home on (B)(6) 2023 and was reportedly semi-conscious, felt dizzy and eventually started vomiting. The patient felt hyperglycemic so the parent checked the cgm which was reading 360 mg/dl. They checked a finger stick and it was 495 mg/dl. They provided the patient with insulin but the symptoms did not subside so they took the patient to the hospital. The patient was diagnosed with diabetic ketoacidosis and admitted for observation. At the hospital they continued insulin treatment until the patient stabilized. The patient was discharged on (B)(6) 2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.